Event description:
The patient reported she was having troubles keeping the battery charged. Sometimes she had to turn the implantable neurostimulator (ins) off as it ran down quickly. The ins ran down almost every day. No falls or trauma was reported. She had an appointment on 2015 (B)(6) at the pain clinic of (B)(6). If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), product type: lead. Product ID: 3778-45, serial# (B)(4), product type: lead. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. (B)(4)

Event description:
The patient reported that the implantable neurostimulator (ins) was not holding a charge since a couple of months ago, (B)(6) 2015. The manufacturer representative (rep) reset the device at the end of (B)(6) 2015, it was later noted that the rep reset the programs. The patient liked their settings but could not run stimulation high or her ins would deplete too quickly. The patient liked to have stimulation on all day, they were having to charge daily and had to shut the ins off so the ins did not die at 2am. It took a long time to charge the ins, they usually had full coupling boxes. The next appointment for the patient next thursday, (B)(6) 2015. There were no symptoms reported. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent. Other relevant medical history: complex reg pain syndrome type I